Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Event description:
--

Event description:
(B)(4) received information that the right ventricular (rv) lead and defibrillator exhibited high pacing impedance measurements and low sensing measurements. A cause was not able to be determined. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the device was explanted for reported normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the [defibrillation,] right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.